Manufacturer narrative:
This case is part of CAPA (B)(4) events identified as possible complaints related to valve re-intervention. No further event details were provided. This case is being reported to FDA in a conservative way, and no possible investigation will be performed at this time. Valve not available for return.

Event description:
Based on CAPA (B)(4) investigation: this case refers to a solo smart valve size 21, implanted on (B)(6) 2015 in aortic position and replaced with mitroflow valve dla21 on (B)(6) 2016. No further event details were provided. This case is being reported to FDA in a conservative manner.